Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during multiple inflations. The procedure was completed with another of the same device. There were no patient injuries reported.